Event description:
It was reported that a piece of plastic was found inside of bd syr¿10ml ll w/ndl 18x1-1/2 blunt fill. Reported by customer: "we recently had a safety sos for an item that may have had some plastic in it. It was a 10ml luer syringe combo with blunt fill 18g x 1 ½¿ needle (305064), lot number 8266928. "

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo displayed an open blister pack from batch #8266928 (p/n 305064). Two photos displayed a loose 10ml syringe with 7.5ml of clear fluid and a red tip cap. It was observed in the photos of the syringes, there was an anomaly present, but a determination could not be made for the origin or composition. It appeared it could have been a scratch on the barrel or a plastic fiber in the fluid path. The syringe in the photos was also been manipulated so the defect cannot be confirmed. Root cause not defined since defects were not confirmed in the photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of plastic was found inside of bd syr10ml ll w/ndl 18x1-1/2 blunt fill. Reported by customer: "we recently had a safety sos for an item that may have had some plastic in it. It was a 10ml luer syringe combo with blunt fill 18g x 1 ½¿ needle (305064), lot number 8266928. "